Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump was programmed with multiple bolus deliveries and monitored. The bolus deliveries were all completely delivered with their indicated amounts and properly recorded in the bolus history screen. The drive support disk was inspected and there was no anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 545 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced irritability, thirst and attempted to treat their high blood glucose with the insulin pump. Customer advised the piston did not allow insulin to be delivered. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.